Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: suspected compressor malfunction on top module of ddc, sn: (B)(4)specific component(s) involved: external controller malfunctionadditional text: suspected compressor malfunction on top module of ddc, sn: (B)(4)other component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: both (in the same or visit)malfunction device type: lvad